Manufacturer narrative:
(B)(6). The device was received for evaluation. During evaluation it was experience the power off close door alarm while attempting to power off the device. Upon inspection of the device components it was found that one link screw was not secured causing the upper link switch to not activate. A review of the event history log revealed multiple shut door - power off alarm messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The upper link switch requires to be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device was identified to alarmed close door while attempting to power the device off. No additional information is available.